Manufacturer narrative:
There were no samples returned for investigation, but four photos were received. The photos were reviewed, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information, no conditions were found during manufacturing that could trigger the observed condition. As such, a definitive root cause could not be determined at this time. A quality alert has been issued to the appropriate manufacturing personnel for awareness. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when using the anti-reflux valve with the ng tube, it is breaking when they attempt to remove it from the tube. They have had this happen multiple times now so they are thinking it may be a product issue instead of a user/fluke thing.

Event description:
The customer reported when using the anti-reflux valve with the ng tube, they are breaking when they attempt to remove them from the tube. They have had this happen multiple times now so they are thinking it may be a product issue instead of a user/fluke thing. Per additional information provided on 23jan2025, they were unable to remove the arv from the tube so they had to remove and re-insert another ng tube.